Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation as the patient was not available to answer follow-up questions from medical surveillance (ms). The patient reported that the meter issue began on (B)(6) 2014, at 08:00am. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management regimen in response to the alleged product issue. The patient reported that ¿right away¿ after the meter issue, he developed symptoms of ¿sweats and cramps¿, but denied receiving any treatment. At the time of troubleshooting, it was noted that it was the first time that the meter had been used and when the cca educated the patient on correct testing procedure, the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.